Manufacturer narrative:
Findings: the insulin pump was received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no unlocked lcd keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no communication anomaly, failed self test alarm and weak signal alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call radio frequency failed self test alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer received the alarm during the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.